Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The km responder also reported that no repairs were performed by philips, and it could not be confirmed if the device was returned to service. Insufficient information is available to determine the resolution of the event. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator shut down automatically. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation ongoing.

Manufacturer narrative:
E: (B)(6).